Manufacturer narrative:
Image review: although the device hasn¿t been returned for evaluation, photos received confirmed the stent deformation. The 9th distal wire wrap had raised and deformed struts. (B)(4)age/date of birth: year only valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an integrity stent to treat a rca lesion with 70% stenosis. The device was inspected before use, no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion, excessive force was not used. It was reported that the stent was damaged during implanting. The procedure was completed with a 3.5x26mm non-medtronic stent. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.